Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the sugar baker procedure on the patient, at the moment of performing the intestinal resection with the echelon 60 stapler, it was blocked at the moment of firing, holding the tissue to be resected with the impediment that the stapler does not reopen stopping working which causes the specialist to request another clamp to make a new resection when the clamp is blocked holding the tissue without resecting the specialist requests another clamp to be able to cut the tissue and thus continue with the procedure. There is no known adverse event or impact on patient hospitalization and/or clinical status.